Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type 2 and spinal pain. It was reported that it took the patient 7-10 hours to charge the ins and that they have to stop charging every 2-3 hours because their skin gets too hot and the recharger started burning. The machine shuts down for several hours. The patient wanted to locate a doctor to get the ins replaced. No further complications were reported.